Manufacturer narrative:
(B)(4). Unit passed displacement test and selftest. Hardware low level failure alarm (variable 3) was confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures alarm. Customer reported that they were able to clear and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.